Event description:
It was reported that the patient had a tubing break near pump and lateral excruciation. His inflatable penile prosthesis (ipp) was removed and replaced. The patient had no further complications.